Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. The user facility submitted a medwatch report for this event: (B)(4). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing and connector port of an one-link non-dehp standard bore catheter extension set came apart. This issue was identified when the nurse took the item out of the packaging, before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. It was noted that, the one-link separated from the tubing during handling. A visual inspection was performed and revealed the tubing end showed that there was no visible solvent plow ridge. The reported condition was verified. The cause of the condition could not be determined. No functional test was performed in this complaint. Should additional relevant information become available, a supplemental report will be submitted.